Event description:
Additional information was received from the manufacturer representative (rep) reported that as of 2026-apr-15 no further actions/interventions had been taken. A new procedure has not occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# va2w77t serial# implanted: (B)(6) 2024 explanted: (B)(6) 2026. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: va2w77t, ubd, UDI#: g2: the country of the event is nl h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the reported lot number was va2w77t. The first increased impedance measurements were reported in (B)(6) 2025, e0 and e4. Later in 2025, beginning of 2026, also e5, e6 and e7 reported high impedances. The pain area could not be reached with reprogramming using the remaining working electrodes. There were no contributing factors and normal use was noted. For diagnostics and troubleshooting, reprogramming and an attempt to place a new lead was noted. The interventions taken were listed as a revision procedure. The issue was not resolved at the time of the report. The healthcare provider (hcp) would discuss with the team if a surgical lead would be an option. Surgical intervention occurred and the details were that it was a revision procedure and there was an intention to place a new lead, but it was not successful due to excess of scar tissue. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
B5. Event date is month and year valid. Correction: b5 event date added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# va2w77t. Implanted:(B)(6) 2024. Explanted: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Location of the scare tissue was unknown. Regarding actions taken to resolve the lead with high impedances, multiple attempts to place epidural lead were not successful. Now the team will discuss option of a surgical lead with the team and patient. The issue has not been resolved. The lead will be shipped next week. Model of the 2nd lead confirmed. This lead was also requested to be returned but was discarded.